Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 13march2025, it was reported that the patient had diffuse abdominal pain and stoma pain for approximately one week. It was observed that the peg tube was too far inward, protruding approximately three finger widths. When attempting to move the external tube and extract it, the nurse managed to withdraw the peg tube approximately 7 centimeters which caused pain for the patient. After consulting with a gastroenterologist, they decided to perform an abdominal x-ray. It was then observed that the external bumper likely migrated and was in duodenum and it was decided to replace the tube endoscopically. A gastroscopy was performed and the external bumper was seen migrated to the duodenum and the internal tube was removed with the help of a foreign body clamp and left repositioned. During the gastroscopy, a decubitus ulcer was also observed in the angular incision, compatible with the patient's abdominal pain. The internal tube was removed through the oral cavity without incident and a bezoar was observed attached to the pigtail. The peg tube was left until the decubitus ulcer improves.